Event description:
It was reported that the patient line became separated from the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 126-145 mg/dl.